Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
An claims management office is filing a letter notice under case reference number (B)(4) alleging that a heating pad was the cause of a burn to its client's back. There was not a report of property damage with this incident.